Event description:
It was reported that a spectrum pump door will not close resulting in an alarm. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was confirmed by constant load set messages experienced during evaluation. The messages were found to be caused by a loose upper link screw. The link screws were replaced.